Manufacturer narrative:
This report is filed february 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Correction: the correct MFR report # is 6000034-2016-00445 and not 6000034-2017-00445 as previously reported. This report is submitted on may 16, 2017.